Manufacturer narrative:
Device passed displacement test. Device received with cracked keypad overlay at select button, damaged serial number label and left belt clip rail broken.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir lip ring was damaged. Customer¿s blood glucose level was 7.2 mmol/l. Customer stated that the broken belt clip rail from back of the insulin pump. Customer troubleshooting was performed for damaged. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.